Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and she was treated with an insulin drip. The customer was throwing up and experienced diabetes ketoacidosis. The caller mentioned that the insulin pump alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer do discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unable to performed basic occlusion, occlusion and excessive no delivery test due to prime anomaly. However, unit was received with operating currents within specifications and passed error test and displacement test. Unit had cracked battery tube threads and scratched display window.